Manufacturer narrative:
The device was not returned to maquet cardiac surgery for investigation, therefore, no evaluation could be performed. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the harvester ligated a branch too close to the conduit. The surgeon had to cut a small part out and sew it. She said "I'm not sure if I ligated the branch too close or if there was too much heat surge". The harvester did not report a malfunction for the hemopro. She confirmed that the hemopro did not overheat or smoke. The procedure was completed with no patient effects. The product was discarded.